Event description:
It was reported that the left ventricular (lv) lead had no capture. The lead was partially explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. Visual analysis found distal conductor ends fractured in-vivo/flexed and it did contribute to the electrical complaint. Concomitant medical products: product ID: d284trk ICD, implanted: (B)(6) 2009. (B)(4).